Manufacturer narrative:
This report is submitted on october 28, 2022

Event description:
Per the surgeon, the patient experienced dizziness which is believed to have been caused by the re-insertion of the electrode (4 times) at the initial implantation thus disrupting the fluid in the inner ear. This resulted in a hospitalisation. The implant remains in-situ.